Event description:
Vaporizing probe in shoulder during arthroscopic subacromial decompression, mini rotator cuff repair. Activated foot pedal and pt shoulder/arm jumped/twitched. Connections were checked. Activated foot pedal again: pt's shoulder/arm jumped/twitched again. Machine shut down, turned on and then machine shut itself down. No apparent injury to pt. Submission of this report does not constitute an admission that medical personnel, user facility, distributor, MFR or product caused or contributed to the event.